Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed a device error alarm. Customer's blood glucose was 8.2 mmol/l. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump alarmed error 130 during the rewind due to a corroded motor home switch. Unable to confirm the pump error 35, 37-40, 42, 43, 79-80 and 82 errors due to the pump error 130 alarm. Unable to perform the displacement, rewind, seating or basic occlusion tests due to the pump error 130 alarm. The pump was received with a scratched case and keypad overlay texture damage.